Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient got close to a rfid reader and it seemed to shut down the patient¿s machine in the store. When the alarm went off, the patient¿s ins turned off, and the patient was not sure how to turn it back on. The patient was new to the area and does not have a doctor yet. It was noted that the patient has been in a power wheelchair for ten years and it was going out so he needed to get reevaluated. The patient was dropped on his head 2.5 years ago and 3-5 had to be fused, his headaches never let up. The patient was put in a chair with suspensions, so it would intercept the shocks . It was so hard for the patient to think or determine what to do sometimes. An information request was made about the patient programmer (pp). The patient was not able to adjust stimulation, the device was powered off. Synching with the ins showed the battery thing on top check mark with d group adjusted with no lightning bolt. Navigation between the screens was possible. Program 1 was at 1.45v and program 2 at 0.90v, rate 15. The patient decreased all settings down to 0.0v with exception of the rate and then turned the stimulation back on. After reviewing adjusting parameters and group adjust, the reported issue was resolved. The patient just makes sure that the device is on vs. Off and leaves it where its setting have been. The device helps control the patient¿s headaches but when the device is off his headaches go through the roof. The patient programmer manual was going to be mailed out to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).